Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 2 9631, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 9735737, version #: 2.1.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a automated trajectory guidance unit being used for a stereoelectroencephalography (seeg) procedure. It was reported that there was an error 0016. After placing a few leads, the automated trajectory guidance unit would display an error 0016. The manufacturer representative (rep) pressed the joystick to acknowledge the error and the system went into emergency mode. The rep rebooted the system and the system booted up successfully. After continuing with the case and placing a few more leads, the same error would reappear and after a reboot, they were able to continue with the case. This sequence happened until they placed all the leads. There was no reported delay to the case. No reported impact on the patient. The reported issue occurred during tracking